Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. When the spacer was removed, the top cap became detached and therefore wedge no longer held inside the spacer. It was noted that the patient had very thick spinous processes with osteophytes which created difficulty opening the spacer. A new smaller size device was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. When the spacer was removed, the top cap became detached and therefore wedge no longer held inside the spacer. It was noted that the patient had very thick spinous processes with osteophytes which created difficulty opening the spacer. A new smaller size device was successfully implanted.